Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited failure to capture the patient was sent to the hospital. Device check showed that the right ventricle lead exhibited high capture thresholds. Fluoroscopy showed that the right ventricular lead had externalized. The right ventricular lead was capped and replaced on (B)(6) 2023. Patient was stable.